Manufacturer narrative:
Additional information: d9 & h3 (sample returned for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. The visual inspection revealed that the plastic tray that houses the hip kit is fractured on one corner and the sterility has been compromised. This inspection was conducted by the naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that after reviewing the damages internally and with the supplier, it was concluded that the damage was caused by excessive handling. Since the report of this complaint, the sterilization supplier was changed. Furthermore, additional training will ensure that the proper palleting guidelines are being followed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with packaging material specification, the purchasing requirements for a thermally preformed part consisting of polyethylene to produce or be used within a sterile barrier packaging assembly for the packaging of sterile medical products shall be met. At this time, we have no evidence to conclude that the trays failed to meet any specifications at the time of manufacture. The root cause of this event was determined to be handling damage during transport/ shipping. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when a box of prep im enhance total hip kit was received in a care unit, the cardboard box was intact but the inside blister pack was defective. The outer and inner tray were both delivered broken off. As this was noticed in a non-surgical environment, there was no patient involved.

Manufacturer narrative:
H10: internal complaint reference (B)(4).